Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.

Event description:
The customer reported that the system displayed a 'cine disk not available' error. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.